Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needing assistance with her insulin pump. Customer was in the hospital in late (B)(6). Customer had a no delivery alarm and did a complete set change. Customer stated that she changed the battery, the insulin, the site, infusion set, and reservoir 3 times today. Customer's blood glucose level was 500 mg/dl at the time of the incident. Customer's current blood glucose level is 350 mg/dl. Customer reported that she feels fine. Customer treated with a syringe for her high blood glucose level and called her doctor. Customer believes that the pump is not working and would like the pump replaced. Customer was advised to remove the site and revert to a back-up plan until she gets home to perform the test on the pump. Customer called back and stated that she had trained with a registered nurse and discovered that it was the insertion sites that were causing the high blood glucose readings, not the insulin pump.